Event description:
I have 3 CPAP machines resmed s9. Two of them emit a strong chemical smell, coming from the air stream. There are plenty of people trying to figure out why these units are smelling, so what I did was take them apart. I found that the silicone rubber that seals the blower compartment and the seal on the humidifier has become oily and smells like sweet oils or perfumey. The silicone is either breaking down or has not been cured properly. There are used ones on (B)(6) the seller lists as has bad smell. One would think they came from smelly homes but, I bought 2 used ones from different sources and they both have the same odor. My concern is if the silicone is gassing off, what kind of silicone did they use? Was it medical grade or a cheaper toxic type?